Manufacturer narrative:
A ge service rep performed an onsite investigation. A filament calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a filament regulator error message during a case. There is no report of pt injury.